Event description:
Patient claims that roughly 20% of the syringes are not hollow and do not have a hole inside of them that would allow them to draw insulin. Patient inserts the syringe into the insulin vial and attempts to pull the plunger to draw insulin. The plunger will move, but the syringes will not draw insulin. The patient then presses the plunger back to its starting position, removes the syringe from the vial, and repeats the process.